Manufacturer narrative:
H3, h6: one device was returned for repair. Visual and functional testing was performed, and the primary problem of error code 46228 was not verified. During inspection the manufacturer representative found the downstream occlusion (dso) seal had delaminated and needed replacement. Device passed all functional tests.

Event description:
It was reported that the device had error code 46228. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.